Event description:
The facility reported to customer service an infusion pump with failure 703. The event is reported to have occurred during bio-med testing. The customer reported no injury or medical intervention. No add'l contact info was available.

Manufacturer narrative:
The pump was returned for service. Baxter service confirmed failure 703:00 in event history and determined that it was caused by a defective user interface module. Baxter service replaced the user interface module. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.